Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power issue. Reportedly there was damage to and moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: there were no pump reboot events observed in the black box. The battery compartment was cracked. Corrosion was observed inside the battery compartment and on the returned battery cap. The battery cap had stripped threads. The cap was unable to maintain an electrical connection. A test battery cap was able to attach to the pump and complete a 24 hour duration test with no issues.